Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the conformable gore tag® thoracic endoprosthesis instructions for use, adverse events that may occur include, but are not limited to endoleak and aneurysm enlargement.

Event description:
The following information was reported to gore: on (B)(6) 2018 a patient underwent treatment of a thoracic aortic dissection, zone 2, with maximum aortic diameter of 48.6mm using two gore® tag® thoracic branch endoprostheses and one conformable gore® tag® thoracic endoprosthesis as distal extension to aortic component. According to the report all devices were positioned and implanted without issue. On (B)(6) 2018 the patient¿s CT revealed the maximum aortic diameter within the treated segment was 54.9mm. A type ii endoleak involving the ctag device, was seen originating from an intercostal artery. An indeterminate endoleak was also seen.